Event description:
It was reported the insulin pump was pushing insulin fast and unable to complete prime. Customer blood glucose was 234 mg/dl. Customer was advised it was a prime fill anomaly. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The device had minor scratched display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.